Manufacturer narrative:
The hill-rom technician found the control box needed to be replaced. Per the hill-rom service manual, electric drive bed mechanisms may cause serious injury if operated incorrectly. Operate the bed only when persons are away from the mechanisms. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed was raising on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).